Event description:
During blood sample collection for laboratory analysis, vacutainer 21g needles were used in conjunction with collection tubes. After appropriate volume of blood was collected and the tube was separated from the needle, excess blood was noted remaining within the needle tube holder open cylinder, on the top of the tube and on the phlebotomist's gloves. This has happened on numerous occasions recently with needles from several manufacturer production lots.